Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple times unexpected restart error . The customer's blood glucose level was unknown. The customer reported that the alarm occurred after battery change. The customer will return insulin pump for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. No unexpected restart error alarm after battery change noted. Unit received with cracked reservoir tube lip, stained keypad overlay, stained address/serial label, stained end cap sticker and minor scratches on lcd window.